Event description:
It was reported, oblique screw could not be fully inserted. Screw did engage the threaded hole, but got jammed and could not be advanced through the second cortex. Screw could be removed. Surgery completed as intended.

Manufacturer narrative:
Device is not available for eval. If the device or add'l info becomes available it will be submitted on a supplemental report.